Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The status of the patient is unknown.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.